Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 31010 error was found indicating fault on the carriage presence pins, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage presence pins were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the carriage presence pins.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm 1 was not accepting instruments. The site later reported that they had experienced the issue again and had changed out the patient side cart (psc) themselves, moving it between systems. After these actions, the site requested that a field engineer replace the arm. Subsequently, a field engineer went on site with a replacement manipulator module; the reported problem could not be recreated, but the engineer proceeded with replacement of the manipulator module without issue and informed the site that the replacement was successful. The procedure was continued as planned with no reported injury.